Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer initially complained of erroneous results for 1 patient sample tested for gluc3 glucose hk (gluc3) and crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. Data was provided for an additional 4 patient samples and erroneous gluc3, crep2 and albumin results were identified. The erroneous results were reported outside of the laboratory. The initial and repeat results were from the same primary tube. Patient 1 initial gluc3 result was 9.95 mmol/l with a data flag. The sample was repeated twice with results of 19.25 mmol/l with a data flag and 10.17 mmol/l with a data flag. On (B)(6) 2017 patient 2 (female) initial crep2 result was 119.1 umol/l with a data flag. The repeat result was 67.2 umol/l. The initial gluc3 result was 8.51 mmol/l with a data flag. The repeat result was 4.28 mmol/l. This patient also had an initial albumin result of > 6.00 g/dl. The repeat result was 4.30 g/dl. On (B)(6) 2017 patient 3 initial gluc3 result was 17.21 mmol/l with a data flag. The repeat was 4.79 mmol/l. The initial crep2 result was 108.9 umol/l with a data flag. The repeat result was 56.1 umol/l. On (B)(6) 2017 patient 4 (female) initial gluc3 result was 9.44 mmol/l with a data flag. The repeat result was 5.37 mmol/l. On (B)(6) 2017 patient 5 initial crep2 result was 167.2 umol/l with a data flag. The repeat result was 63.5 umol/l. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 23629001 with an expiration date of 31-jul-2018. The crep2 reagent lot number and expiration date were not provided. The albumin reagent lot number and expiration date were not provided. The customer uses a clotting time of 10 minutes and a centrifugation time of 5 minutes at 1200 rcf. Based on the sample tube the customer is using, a clotting time of 30 minutes with a centrifugation time of 10 minutes at 1300-1700 g is recommended. During a review of a picture for 1 patient sample, centrifugation conditions were not correct. There was clear vertical separation between serum, gel and blood cake. Based on the information available, an issue with pre-analytical conditions at the customer site is suspected as the root cause.